Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that the meter issue first occurred in (B)(6) 2014. The patient claimed that he obtained a result of 208 mg/dl on the subject meter, which he felt was inaccurately high in comparison to a result of 165 mg/dl obtained on a doctor¿s meter. The two tests were performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for accuracy. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however claimed that on (B)(6) 2015, he had a doctor¿s office visit where he had his blood glucose tested on a clinic meter and obtained a result of less than or equal to 40 mg/dl. During troubleshooting the cca noted that the meter had been set to the correct unit of measure and that the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient developed a sign of severe hypoglycemia after the alleged inaccuracy occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (02/25/2015). The patient¿s meter has been returned on 2/12/2015 and evaluated by lifescan product analysis on 2/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation. The lay user/patients test strips have been returned on 2/12/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.a DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.